Event description:
It was reported that the health care professional (hcp) requested the atrial tachy response (atr) episodes recorded by this pacemaker be reviewed. Technical services (ts) reviewed and found the episodes were true atrial-driven arrythmias. Ts confirmed the undersensing was due to the blanking period. The hcp also noted that this patient also had intrinsic amplitude out of range on the right ventricular (rv) lead channel. This pacemaker remains in service. No adverse patient effects were reported.